Event description:
It was reported to boston scientific corporation that a previously implanted contour ureteral stent was removed from the left ureter, performed on (B)(6) 2022, as a part of the u0652 double-j registry clinical study. The contour ureteral stent was placed retrograde on the left side under fluoroscopy and cystoscopy on (B)(6) 2022, with no problems reported during placement. On (B)(6) 2022, the patient had a left renal lithiasis and was hospitalized under ureteral interventional procedure until (B)(6) 2022. On (B)(6) 2022, the contour ureteral stent was successfully removed from the patient in the operating room. No issues were reported with the device during removal. The patient was given a medication of morphine 10 mg/ml, ketoprofen 100 mg/4ml. On (B)(6) 2022, the event was considered resolved. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a previously implanted contour ureteral stent was removed from the left ureter, performed on (B)(6) 2022, as a part of the u0652 double-j registry clinical study. The contour ureteral stent was placed retrograde on the left side under fluoroscopy and cystoscopy on (B)(6) 2022, with no problems reported during placement. On (B)(6) 2022, the patient had a left renal lithiasis and was hospitalized under ureteral interventional procedure until (B)(6) 2022. On (B)(6) 2022, the contour ureteral stent was successfully removed from the patient in the operating room. No issues were reported with the device during removal. The patient was given a medication of morphine 10 mg/ml, ketoprofen 100 mg/4ml. On (B)(6) 2022, the event was considered resolved. There were no patient complications reported as a result of this event. Additional information received on march 3, 2023, reported an event of kidney pain with an onset date of july 18, 2022. The severity was mild, and the patient was hospitalized, as previously reported, from (B)(6) 2022. The clavien-dindo classification was noted to be grade I. The actions taken included, as previously reported, morphine 10 mg/ml, ketoprofen 100mg/4ml; hospitalization; ureteral interventional procedure- uretherosopy (ureteroscopy) for stone fragment removal. The event was resolved as of (B)(6) 2022. The event was noted to be possibly related to the device.

Manufacturer narrative:
Block h6: imdrf device code a040501 captures the reportable event of stent calcified. Imdrf patient code e2330 captures the reportable event of pain. Block h10: block b5 has been updated based on additional information received on march 3, 2023. Correction: section e1-e4 initial reporter have been corrected.